Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, pt reports sensor stopped session with out count down or sensor fail. No additional patient or event information is available. Data was provided for evaluation. The reported issue of sensor stopped session with out count down or sensor fail could not be determined the probable cause could not be determined.